Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery depleted prematurely. The device was explanted and another device was implanted.